Event description:
It was reported that the smart pass feature on this subcutaneous implantable cardioverter defibrillator (s-ICD) system had programmed itself off due to small r waves. Additionally, it was noted the patient received one inappropriate shock due to small r waves that matched equally with small t waves resulting in the double counting. The field representative will attempt a manual setup in a number of postures, if required, to get smart pass re-enabled. Will also look at other vectors. At this time, the system remains in service. No adverse patient effects were reported.